Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that several tubes are leaking at the bubble filter. Several used tubings are defective. The whole lot has been disposed of. Additional information was provided that the incident occurred immediately on use. Several tubings were used on the same patient, and a leak was observed with each tubing. A tubing from another lot number was used and incident resolved. No patient injury or clinical consequence observed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number, catalog number) is unknown. No information has been provided to date.